Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's father that his son had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours. The patient was taken to the emergency room and treated with an injection of insulin to treat the hyperglycemia which was successful. Further information was requested but not provided.